Event description:
Programming history database periodic review was performed on (B)(6) 2015 and a computer software error has been verified on a model 101 device. On (B)(6) 2008 the device was last interrogated and a system diagnostics test was performed and a final interrogation was not performed. On the next recorded visit on (B)(6) 2008, the first interrogation showed settings indicative of an interrupted diagnostic test.

Manufacturer narrative:
Analysis of programming history performed.